Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated an error and the ventilator's upper display was not readable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the graphic user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba) and graphic user interface (gui) to breath delivery (bd) cable. The hardware was updated on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Manufacturer narrative:
A graphic user interface (gui) printed circuit boards (pcb) and a gui to breath delivery (bd) cable were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the gui pcb was isolated to a component (video graphics array controller u34) on the xena I pcb. No fault was found on the gui to bd cable. If information is provided in the future, a supplemental report will be issued.